Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this right atrial (ra) lead was exhibiting loss of capture (at 4.5 volts) during ra pacing threshold testing. Technical services recommended a chest xray to verify lead position. Subsequently, boston scientific received information from the local field clinical representative that this patient has been scheduled for a lead revision procedure due to dislodgement. The patient was presented back to the electrophysiology (ep) laboratory and the ra lead was successfully repositioned.